Event description:
During a rhythmia mapping and ablation procedure a intellamap orion high resolution mapping catheter was selected for use. About one and half hours into the procedure a complete av block occurred with a non-boston scientific catheter. No further patient or procedure details were provided. The procedure was completed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.